Event description:
An ocd representative reported during validation the ortho provue missed an antibody that was detected in manual gel. One batch of validation samples tested on the ortho provue resulted "?" Or negative and was 1+ in manual gel (anti-e, anti-d, and anti-jka was identified). There was no harm to any patient.

Manufacturer narrative:
On (B)(4) 2012 the ocd field engineer (fe) went to the customer site and performed all optics adjustments and created a new reference image. Repairs have returned the instrument to expected operation. (B)(4).